Event description:
It was reported that during routine follow-up a device restore occurred. A manual guided reset (mgr) was needed to restore the device's parameters as the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.